Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, patient underwent the following surgeries: l4-l5 posterolateral fusion. L4-l5 posterior interbody fusion. L4-l5 posterior segmental instrumentation. Application of biomechanical device, peek cage at l4-l5. Fluoroscopic localization. Using the rhbmp-2/acs to the following preoperative diagnoses: lumbar radiculopathy. Discogenic back pain. Op notes: the paraspinal muscles were retracted bilaterally at the level of facet joint. Then osteotomized the inferior articular facet of l4 bilaterally. Then performed bilateral hemilaminectomies at l4 leaving the spinous process intact. On the right side, the surgeons did a complete discectomy at l4-l5. Then they placed some of the local bone, wrapped in rhbmp-2 anteriorly in the disk space. Then backed it up with a peek cage filled with bone graft and impacted in position with excellent fit. Then decorticated the facet joints bilaterally and then placed local bone rhbmp-2 wrapped around local bone in each facet joints. Under fluoroscopic localization, the surgeon placed needles in bilateral l4 as well as bilateral l5 pedicles. The guide wires were passed through. Dilation was performed. Then, 6.5 mm percutaneous screws were then placed. Then the surgeon made an incision approximately 10 cm proximal to our screws and through a third incision; the surgeon passed a rod into the screw heads bilaterally. The set screws were then placed and torqued to appropriate tension. Then the surgeons removed the percutaneous screw guides. Tested each screw with excellent impedances while placement. The patient was then extubated and taken to the recovery room in stable condition. No other information was provided. Patient alleges unspecified injury due to the use of rhbmp-2